Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead insulation was repaired due to damage it had sustained. The leads electrical parameters were tested and found to be within normal range. The lead remained implanted; no patient symptoms were reported.